Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient felt unwell but refused to check his blood glucose with a meter. As a result, he developed symptoms of hyperglycemia, and his father took him to the emergency room himself. No medication was provided to lower his blood glucose; the glucose measurement was only performed in the emergency room. At an unspecified time of the even the cgm reading was 200 mg/dl and the bg reading was 500 mg/dl. The patient suffers from autism and can sometimes be stubborn, which may have contributed to the event. At the time of the report the patient was admitted to the ICU. The patient was at the hospital for less than 24 hours, he was discharged (B)(6) 2025. At the time of the report the patient was fine and at home. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within a zone of the parkes error grid. No additional patient or event information is available.